Manufacturer narrative:
(B)(6). Device manufacture date ¿ the lot was manufactured between october 8, 2018 and october 10, 2018. The device was received for evaluation. The sample did not contain fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. The tubing line was subsequently reconnected then a functional leak test was performed. During and after fill, no evidence of leak was observed at the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port prior to patient use. The device had been filled with 0.9% normal saline solution and recombinant human endostatin to a total fill volume of 240 ml. There was no patient involvement. No additional information is available.